Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to possible erosion and infection. The device was poking out. There were no additional adverse patient effects reported. The ICD remains in service.